Manufacturer narrative:
An event of device migrated to right ventricle was reported. A returned device inspection, to rule out any device-related causes could not be performed as the device was not returned for analysis. Field indicated that patient had anatomy which may have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer muscular vsd occluder was chosen to close the post-infarct ventricular septal defect (pi-vsd) using an unknown delivery system. During procedure, the physician was unable to cross the defect due to advancement difficulty through patient anatomy with the delivery system. The 16mm plug was not released from the delivery cable. A new 12mm amplatzer muscular vsd occluder was chosen and the sizing was determined by transesophageal echocardiogram (tee). The 12mm occluder was implanted, and fluoroscopy showed that the device completely dislodged from the implant site and had travelled to the right ventricle. There was no blockage of blood flow. The device was removed using a transcatheter snare. A new 18mm amplatzer vascular plug ii was chosen and successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. The patient was reported to be recovering.

Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer muscular vsd occluder was chosen to close the post-infarct ventricular septal defect (pi-vsd) using an unknown delivery system. During procedure, the physician was unable to cross the defect due to advancement difficulty through patient anatomy with the delivery system. The 16mm plug was not released from the delivery cable. A new 12mm amplatzer muscular vsd occluder was chosen and the sizing was determined by transesophageal echocardiogram (tee). The 12mm was implanted and the fluoroscopy showed the device was completely dislodged from the implant site. The device was travelled to right ventricle. The device was removed using a transcatheter snare. There was no blockage of blood flow. A new 18mm amplatzer vascular plug ii was chosen and successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported recovering.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.